Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump alarmed no delivery properly during testing. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with high blood glucose levels. Customer's blood glucose level was 240 mg/dl. The bolus did not decrease the customer's blood glucose level. The high pressure test failed. The insulin pump did not alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis.